Manufacturer narrative:
(B)(4)

Event description:
This lead was capped due to an insulation breakdown. A competitor's lead was implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.